Event description:
The device became inoperative while on a patient. There was no patient harm or change in therapy as a result of the malfunction. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the error code in memory, but could not duplicate the error. The unit passed extended self testing.